Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing high and low blood glucose of 48 mg/dl and treated with food and suspending pump. Customer believed that the insulin pump was over delivering insulin because blood glucose would not rise even after eating. Troubleshooting was performed and customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. Customer also reported that the pump programming was correct. Customer was not able to upload to carelink. Products are expected to return for failure analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).